Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow-up appointment, right atrial (ra) lead dislodgement was observed. Subsequently, the patient underwent a revision procedure to reposition the lead. The lead was successfully repositioned with good measurements. However, two days later, the lead was dislodged again. The physician elected to replaced the lead. Another lead was successfully replaced. No adverse patient effects were reported.